Event description:
It was reported that the ventilator had an inspiratory wave form issue. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an inspiratory wave form issue. Our field service engineer could reproduce the pressure reading issue. He replaced the expiratory channel printed circuit board (pcb) and both pressure transducer pcbs. The ventilator was returned to the customer after passed functional tests. The expiratory channel pcb and one pressure transducer pcb was returned for investigation. A visual inspection of the returned pcbs showed no anomalies except for a deformed, torn appearance of the pressure sensors chip cavity bottom. The evaluation of received device logs showed alarms indicating pressure issues on the reported date of event and after that pre-use check failures indicating problems with the pressure transducer. Two pre-use checks before the event, august 13 and 19, passed successfully. The returned expiratory channel pcb and pressure transduced pcb were tested separately in the reference ventilator. The expiratory channel pcb worked as expected while the pressure transducer pcb failed pre-use check and simulated use test ventilation showed problems with pressure / pressure measurements. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may also generate false alarms or no alarms when alarms should have been raised. Exact pressure measurement and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion in this matter is that reported pressure reading issue could be confirmed. The cause was a broken/deformed pressure sensor chip making it sensitive to disturbances. The origin of this deformation could not be established.